Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that after implant bipolar measurments were no available and there was possible loss of capture. The impedance was undefined in biopolar. A possible loose connection is suspected. The lead was revised and remains in use. The device was explanted and replaced. No patient complications were reported as a result of this event.